Manufacturer narrative:
(B)(4) post market vigilance (pmv) led an evaluation of one battery pack opened by the account. The battery had several damaged leads. Due to the noted damage, functional testing of the battery could not be performed. Visual and functional testing of the returned sample confirmed the product did not meet quality release specifications that were tested regarding the reported condition. Due to the inability to functionally test the battery, the reported condition could not be confirmed. During this investigation, a secondary unrelated condition was identified. The noted damage on the battery can occur from rough handling or dropping of the device. A review of the device history record for the battery pack was not performed because the manufacturing lots leave the supplier having been released meeting all current specifications. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.

Manufacturer narrative:
Tracking number: (B)(4).

Event description:
According to the reporter, during a lobectomy, the device suddenly stopped working: the reload jaws did not open or articulate. A new device was opened to correct the problem. There was no injury or adverse event reported.